Manufacturer narrative:
Device was not returned to manufacturer for evaluation.

Event description:
A tka was revised approx 2 and a half yrs post operatively, due to pain. Scope of knee revealed fracture of the implant spine.